Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant cont: dtbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the pacing impedance on the right ventricular pacing lead was high triggering an alert. The alert limit was rep rogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four months later, the pacing impedance triggered alerts for high/undefined impedance. Reprogramming was performed. The lead remains in use.